Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The user confirmed they were trained on the device and that the device was prepared and stored according to the instructions for use. A non-cordis 5f sheath introducer was used. The balloon lost pressure during patient use after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery. No visible damage was observed to the sheath or the distal end of the sheath after removal. There was no presence of peripheral vascular disease or calcium near the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm, and little vessel tortuosity was reported. Hemostasis was achieved by manual compression in less than 30 minutes. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that neither button 1 nor button 2 had been depressed. The stopcock was found in the open position, and no syringe was returned for this evaluation. The sealant was observed in its manufactured position and was fully covered by the sealant sleeves. No abnormal conditions were noted in the sealant sleeves. Additionally, a non-cordis 5f catheter sheath introducer was returned inserted into the device. The balloon was deflated, and the core wire was present. The balloon and the inflation lumen are saturated with crystals of saline solution. The atraumatic tip exhibited no damage or abnormal conditions. Furthermore, the sealant was observed to be saturated with blood, and crystallized saline residue was noted during this analysis. An attempt to perform an inflation/deflation analysis was made; however, it could not be completely performed because the inflation lumen and the balloon were saturated with saline solution. During this analysis, the balloon, the inflation lumen, and the cartridge assembly were inspected using a vision system to obtain a magnified image. The dense saline solution saturation was confirmed. The balloon surface was thoroughly examined and no damage was found. The blood and crystallized saline solution saturation on the sealant was confirmed. The reported event of ¿balloon-balloon loss of pressure¿ could not be tested due to the condition of the device received. The exact cause of the issue experienced by the customer could not be determined. Although, the balloon was unable to be inflated/deflated during analysis due to saline substrate which impeded this analysis, the balloon surface was examined under microscopic analysis and no damage to the balloon surface was noted. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon rupture reported. However, access site vessel characteristics and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The user confirmed they were trained on the device and that the device was prepared and stored according to the instructions for use. A non-cordis 5f sheath introducer was used. The balloon lost pressure during patient use after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery. No visible damage was observed to the sheath or the distal end of the sheath after removal. There was no presence of peripheral vascular disease or calcium near the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm, and little vessel tortuosity was reported. Hemostasis was achieved by manual compression in less than 30 minutes. The device will be returned for evaluation.